Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced an abdominal hernia and was admitted to the hospital for the event. At the time of this reported hernia was ongoing and the hp remained hospitalized for the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) - additional follow up information was received from the customer. It was reported that the patient was planning to continue with the peritoneal dialysis (pd) therapy after the doctors approves. Therefore, the homechoice (hc) device will not be returned for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.